Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. It was reported that the device was defective. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of clip premature deployment in unknown anatomy.

Manufacturer narrative:
Block b3: the date of the event was approximated to 6/1/2025 based on the date the manufacturer became aware of the event. Block e1: initial reporter address 1 and initial reporter address: (B)(6). Block e1: initial reporter city and initial reporter state: (B)(6). Block h6: imdrf device code a150103 captures the reportable investigation result of clip premature deployment in an unknown anatomy. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device returned without the clip assembly with evidence of premature deployment (yoke is attached to the control wire). Microscopic examination was performed, and the device has evidence of premature deployment. A media analysis was performed, and it was found that the device was inside the package. No other problems with the device were noted. The reported event of clip was defective was confirmed. It is important to mention that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this piece. To clarify the reason for the problem faced by the physician, this component must be inspected. Although the exact cause cannot be confirmed, it is most likely that this failure could be due to operational factors during the procedure, such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. However, these are only hypotheses. Therefore, the most probable root cause is cause not established.